Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the set peep (positive end expiratory pressure) was being read higher than set during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested by the user facility. No parts were returned for investigation. However, we are informed that the customer solved the issue by dehumidifying the expiratory cassette. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).